Event description:
A us distributor reported that a battery charger was experiencing resets.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (resets) was due to contamination on the battery board pca and an internally open y1 and u13 component. The root cause for the contamination was ingress of an unknown liquid. The root cause of the internally open components could not be positively identified. There was no adverse event that resulted from the damaged charger.